Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the image on touch panel did not appear due to pc board failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, display was without image. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. According to the evaluation information from the local service department, omsc presumed that the reported phenomenon was caused by some damages on the circuit board such as deterioration from daily use.